Event description:
It was reported that using a radial approach, the balance middleweight universal guide wire was advanced through the subclavian artery. Resistance was encountered and manipulation of the device caused the guide wire to separate. A snare was used to remove both separated segments from the patient anatomy. There were no adverse patient sequelae and no clinically significant delay. No additional information was performed.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The resistance could not be replicated in the lab environment as the difficulty was due to circumstances of the procedure. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for separation. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.